Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #:(B)(4), description: artisan surgical lead, 50 cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was having an infection at the ipg site. Symptoms were redness and swelling. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was prescribed antibiotics. The physician could not determine if infection was device or procedure related. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having an infection at the ipg site. Symptoms were redness and swelling. The patient underwent an explant procedure.